Manufacturer narrative:
(B)(4). Approximate age of device ¿ 12 days. Evaluation of the returned portion of the driveline identified the presence of mechanical damage to the driveline. As a result of the damage, the underlying red wire conductor was exposed. A kink on all wires approximately 8.5 inches from the metal connector was also identified. The reported red heart alarms would have occurred as a result of the exposed conductors of the red wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that audible and visual red heart alarms were observed on the patient's system controller and pump stoppages were experienced while the patient was connected to the power module. The patient's system controller was exchanged twice with no pump initiation while connected to batteries. When the patient was placed back to her original system controller, the pump was able to start while manipulating the distal portion of the driveline. It was stated that the patient remained connected to the batteries. There were no injuries reported and the patient was asymptomatic at the time of the event. It was also reported that the patient was treated with dobutamine (5 mcg) and heparin (partial thromboplastin time goal 70 to 90 seconds). X-rays were reviewed on site and were found to be remarkable; however, specific information about the results was not provided. On (B)(6) 2015, an external percutaneous lead replacement was performed by the manufacturer's technical services team. Prior to starting the procedure, it was noticed that the percutaneous lead was stiff approximately 8 inches from the metal connector. Upon dissecting the percutaneous lead in that area, it was observed that the percutaneous lead may have been kinked in that area, however, the surrounding insulation did not appear to be damaged. The distal portion of the percutaneous lead was replaced above the area that may have been kinked. The procedure was performed without incident and there have been no further issues reported.